Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the electrode belt¿s ECG "c&d" cables being cut and broken at the distribution node (dn), damaging wires in the cable. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.